Event description:
Package of visitec x-ray sponges was opened for the surgical technologist to grab and place on sterile field. Upon inspection and prior to grabbing the sponges, the technologist noticed black debris on the sponges and refused the item. Manufacturer response for x-ray detectable sponges, visitec (per site reporter). Emailed the contact person I have with medtronic for this specific product line.